Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the vacuum pressure did not increase when the footswitch was depressed. As a result, aspiration was weaker than usual during both irrigation/aspiration (ia) and ultrasound (us) modes of surgery. The procedure type was unknown. The procedure was completed on same day by replacing the cassette. There was no patient contact.